Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the problem. The fse found wash probe 1 leaking and replaced it. Following the fse ran quality controls and verified operation of the aia-2000 analyzer. The most probable cause of the qc problems is related to mechanical failure of a wash probe 1. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, quality controls, operation, maintenance, error codes, and troubleshooting pertaining to the aia-2000 system. The aia-2000 operator's manual informs the user of the following: b/f wash probe inspection: perform maintenance of the b/f wash probes as necessary. Clean the b/f wash probes once a week and replace the no. 4 b/f wash probe tip once a month. Cleaning b/f wash probes: 1) pull off the b/f wash probe tips from each of the b/f wash probes. 2) clean the removed b/f wash probe tips for approximately 5 minutes in an ultrasonic neutral detergent bath then wash with deionized water. If still not clean, replace with new probe tips. 3) after cleaning, reattach the probe tips to their probes. 4) the b/f wash probe tips are inserted firmly with the stainless steel pipe passing through the center of probe tip. The stainless steel pipe at the center should protrude slightly past the probe tip when correctly installed. Reinstall b/f wash probes to their position and tighten the securing screws. Improper installation of the b/f wash probe tips may cause inaccurate assay results. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer. Tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report observance of dried crystals below the wash probe thumbscrew and possible leaking during use of the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for bhcg, ipth, and afp. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.